Manufacturer narrative:
The patient reported skin irritation on (B)(6) 2026 while using an mcot device with flexwire configuration and nissha cloth electrodes. The patient experienced burning sensation, rash, and rawness/open skin. The skin irritation has worsened from a previous complaint. The patient has a history of sensitivity to adhesives, and despite following proper skin preparation steps, the electrodes are falling off after 24 hours of wear. The patient sought medical treatment and was prescribed triamcinolone acetonide (a topical steroid) for the skin irritation. The patient indicated they cannot use the prescribed medication until finishing their current prescription. Despite the skin irritation, the patient declined a break in service (bis) and wishes to continue using the device. Engineering evaluation was unable to be performed as the flex wire adapter was not returned. The flex wire adapter while unitlizing the electrode pad cloth nissha electrode is single use and disposed after use; therefore, it is not likely to be returned. The patient reported following skin prep instructions and has a history of sensitivity to adhesives. Any skin irritation is most probable to be a bio-incompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factor was identified and/or attributed to electrode skin irritation and associated symptoms. The patient has a known medical/dermatologic condition of sensitivity to adhesives. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
The patient reported skin irritation on (B)(6) 2026 while using an mcot device with flexwire configuration and nissha cloth electrodes. The patient experienced burning sensation, rash, and rawness/open skin. The skin irritation has worsened from a previous complaint. The patient has a history of sensitivity to adhesives, and despite following proper skin preparation steps, the electrodes are falling off after 24 hours of wear. The patient sought medical treatment and was prescribed triamcinolone acetonide (a topical steroid) for the skin irritation. The patient indicated they cannot use the prescribed medication until finishing their current prescription. Despite the skin irritation, the patient declined a break in service (bis) and wishes to continue using the device.